Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was resistance when retracting the loop catheter into the sheath. The loop catheter was unable to be fully retracted into the sheath before removing from the patient. It was also reported that the catheter array was knotted. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13, product type: sheath product. Event summary: image files and the pscc100 loop catheter with lot number 0012387361 were returned and analyzed. The returned images showed a loop catheter with a knotted distal array. Visual inspection showed the catheter was received with an inverted array, inserted in the sheath. The catheter was received with the guidewire threaded through but not exceeding the tip of the catheter. The guidewire lumen was received extended and kinked at approximatively 0.57 inches from the tip with a damaged array loop assembly. The shape of the catheter array was inverted, and the distal arm was knotted over the guidewire lumen at the vicinity of the tip. The pebax tubing involved in the knot was twisted and pinched distally to electrode number 1. X-ray and optical inspection were performed. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and at dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. Mechanical verification of the steering and slide mechanisms was performed. The slide control function was performed and moved forward and backward without friction or any anomalies. The steering function was normal, with the distal catheter tip responding with the expected rotation in both directions. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using the generator. No other tests could be performed due to the returned condition of the catheter. In conclusion, the reported array knot was confirmed through analysis. The catheter did not pass the returned product inspection due to the knotted array, inverted array, twisted and pinched pebax tube, and a guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.